Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem ¿ additional d4: catalog no - correction d4: serial no - correction d4: lot no - correction d4: expiration date - correction medical device problem code - additional d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by manufacturer - additional h2: type of follow up - correction/additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h4: device mfg date - correction h6: type of investigation - correction/additional h6: investigation findings - additional

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.